Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter was displaying an error 2 message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began on (B)(6) 2019 at 8:46 am. She reported that she manages her diabetes with insulin (self-adjuster) and she made no changes to her normal diabetes management in response to the alleged issue. The patient alleges that on (B)(6) 2019, after the meter issue began, she developed symptoms of ¿sweating¿. She denies requiring or receiving treatment for the alleged symptoms. During troubleshooting the csr noted this was not the first time the product was being used, there was no obvious misuse of the meter, the correct test strips were being used, and the patient described the correct testing steps. It was noted that the patient had been storing her test strips incorrectly. The csr noted that when the power button was pressed the error 2 message did not appear. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms and received medical treatment for a serious injury adverse event while using the product, and the alleged meter issue could not be ruled out as a cause or contributor to the event.